Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was unknown. Customer advised the cannula was missing from the sensor. Customer advised they had two other sensors which had a bent cannula. The sensors will not be returned for analysis.